Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. Same patient as: 2134265-2010-04045. It was reported that post a stenting treatment procedure the patient experienced chest pain and angina. Lesion 1 was located in the 2nd diagonal. The lesion was treated with the placement of a 2.25x12mm taxus liberte atom stent. Lesion 2 was located in the mid left anterior descending (lad). The lesion was treated with the placement of a 2.5x18mm non-bsc stent. Post procedure residual stenosis was 0% with timi 3 flow noted. The patient later received a peri-procedural loading dose of clopidogrel (600 mg) and was started on aspirin (325 mg) dosage. The patient was discharged 1 day later on 75 mg dosage of clopidogrel. In (B)(6) 2010, the patient was admitted to the hospital for an elective cardiac catheterization following a positive stress test. Repeat percutaneous coronary intervention was performed with the placement of two drug eluting stents. Lesion 1 was located in the 1 diagonal. The lesion was treated with the placement of a 2.25x8mm taxus liberte atom stent. Lesion 2 was located in the proximal lad. The lesion was treated with the placement of a 2.5x18mm non-bsc stent. No patient complications were reported. The patient was discharged 1 day later in stable condition. In (B)(6) 2010, the patient experienced chest pain and angina. The patient was presented to the emergency room with substernal chest pain at rest since the left heart catheterization. The patient's admits that her anxiety likely contributes to chest pain and therefore she took an ativan, however, the pain persisted, and she went to emergency department for further evaluation. Electrocardiogram (EKG) was unchanged and initial troponin was negative. The patient was started on heparin for unstable angina. The patient was later taken to the cath lab for left heart catheterization. Catheterization revealed patent stents and no new flow-limiting disease. The left anterior descending had widely patent stents which cross a small first and second diagonal branch. The first diagonal branch had ostial 50% in-stent restenosis and 30% in-stent restenosis in the 2nd diagonal. The paroxysmal chest pain was thought to be due to coronary spasm, especially around the site of the prior stents given the small caliber vessels and prior large stents. The patient was started on isosorbide mononitrate for angina and her atenolol was titrated down to 25mg daily so that the patient's blood pressure could tolerate. No patent complications were noted and the patient's status is stable. The patient was discharged 1 day later on aspirin, atenolol, atorvastatin, bupropion, clopidogrel, eszopiclone, ezetimibe, isosorbide mononitrate, lorazepam, mycophenolate mofetilm niacin and nitroglycerin.

Event description:
It was further reported during the index in (B)(6) 2010, that the cardiac troponin levels were reported as negative. Coronary angiography revealed a tubular 60% diameter stenosis in the mid lad, a tubular 80% diameter stenosis at the ostium of the first diagonal branch, and a tubular 80% diameter stenosis at the proximal portion of the 2nd diagonal branch. A wire was subsequently passed through the mid lad and ptca was performed to the mid lad lesion with balloon inflations at 8 atm for 10 seconds. A kissing balloon technique was utilized to dilate the lad and diagonal branch. However, the physician elected, due to the patients' history of renal transplant, no intervention was performed to the first diagonal as the patient will continue on medical therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure in (B)(6) 2010, the patient experienced diminished blood flow after the placement of the first stent. This caused an increased compromise to the mid lad. The physician implanted the second stent with good angiographic result and the diminished blood flow through the mid lad was resolved.